Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). Hyperglycemia treated by doubling the correctional boluses and increasing temp basal by 15% for 2.5 hours with a second suspension for 3 hours. The patient reported the pink slide insert was not visible, indicating that there was a needle mechanism failure. The pod was worn between 4 and 24 hours on the back.

Manufacturer narrative:
The returned device was evaluated and received with the needle deployed. The pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases. The device was deactivated at 2290 pulses. No damages or defects were found with the needle mechanism. The device functioned as intended. No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. No other damages or defects were found that would result in a failure of the device to deliver insulin.